Event description:
On 5/9/1997, pt required re-operation due to pseudoaneurym of ascending aorta and aneurysm of transverse aortic arch. During procudure, it was noted taht the homograft was deteriorated with a hole in the right coronary artery cusp. The leaflets were excised and a st. Jude prosthesis was sutured in place. The sinus segment and coronary artery reattachment sites were preserved. The site relates the explant to the homograft.

Manufacturer narrative:
Evaluation codes (h.6) remain unchanged. This report is closed, unless otherwise specified.